Manufacturer narrative:
(B)(4). This review for a system error 2240 (air in set) was not confirmed; however, per the complaint information the most cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. Labeling review finds the labeling adequate for the use error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Event description:
The customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm on the home choice (hc) during drain 4 of 4. The home patient (hp) stated that she had disconnected to go to the bathroom. The hp cycled power and reconnected. The technical service representative (tsr) referred the hp to the nurse. Product surveillance contacted the nurse on (B)(6) 2011 regarding the alarm caused by the patient's use error. According to the nurse the patient did not report any issues. The patient has resumed therapy and there was no patient injury or medical intervention associated with this event. No further information is available.